Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 10727m500; testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect ca19-9xr reagent list number (B)(4), lot number 10727m500, was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer has observed falsely elevated ca19-9 results while using the architect ca19-9xr assay. The customer provided the following results: (B)(6) 2012 initial result: 45.7 u/ml; (B)(6) 2012 a new specimen was collected: 13.3 u/ml. The patient was retested, the dilution testing results were provided. The data has been converted by the customer: non-dilute: 57.88 u/ml, x2: 63.66 u/ml, x4: 67.84 u/ml, x8: 72.24 u/ml. There was no adverse impact to patient management reported. No additional patient information was provided.